Event description:
It was reported that inappropriate thresholds and impedance were observed. An x-ray revealed dislodgement.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.